Event description:
It was reported the patient has not received effective stimulation therapy from her scs system since it was implanted. The patient is considering her options. Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.